Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl resulting in the customer losing consciousness. Low bg cause was not known. An emergency medical technician (emt) administered an intravenous treatment to address bg. Reportedly, the customer continued to use the pump for insulin therapy.